Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had horizontal line on top display lcd. No patient involvement reported.

Manufacturer narrative:
It was reported that during pm service, the cardiosave intra-aortic balloon pump (iabp) had a issue of horizontal line on top display lcd. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and found horizontal line visible on the upper display lcd. In order to fix the issue, fse replaced top lcd assembly.complete pm performed with full calibration.unit passed all functional and safety tests per factory specifications.returned to customer and cleared for clinical use.refer to pm so# (B)(4) for the service checklist.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a